Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k954592. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 6: it was reported while using bd vacutainer® pst¿ gel and lithium heparin 83 units, erroneous results- potassium were seen in one (1) sample. No adverse impact was reported regarding the patient or user.